Manufacturer narrative:
This product was manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00. (B)(4). Method code: evaluation method: lens work order search. Evaluation code: evaluation results: a lens work order search revealed one similar complaint within the work order.conclusions code(s): conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens with a -11.00 dioper in the patient's left eye (os) on (B)(6) 2015. Excessive vault with significant reduction of indo-corneal angles was noted. The icl was explanted and exchanged for a shorter lens with a similar diopter size. This resolved the problem. See MFR. #2023826-2015-01463 for right eye.